Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, while transecting the stomach, surgeon closed the jaws on the stomach and pressed the green and firing button to fire the stapler but nothing happened. They made a couple more attempts; however, the same issue occurred. The surgeon opened the jaws and removed the stapler then a new reload was placed on the handle and was able touse it with great success. Every reload from that point on worked without failure. No patient injury.